Event description:
Information was received indicating that during pre-testing of this smiths medical cadd cassette reservoirs, the customer noticed medical fluid was leaking from the cassette. It was reported that this was caused by a tear in the medication bag. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
One reservoir cassette was returned for evaluation. Device underwent functional testing by using a syringe to infuse water into the ay bag. A leak was detected in the ay bag, specifically located in top corner near pump tube connection. The problem source has been determined to be manufacturing; most probable is that during leak test operation cassette's that failed (leak test), were not properly segregated.